Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified common femoral artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications reported and the patient was in good condition.